Event description:
Complainant alleged that while treating pt, the device advised shock for what clinicians believed was not a shockable. Complainant indicated that there was no adverse effect to the pt due to the rpeorted malfunction.